Event description:
Customer reported that he had unexplained high blood glucose. Customer was taken to the emergency room and was hospitalized twice. Customer's blood glucose reading at the time of emergency room visits was over 600 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit had cracked reservoir tube lip. No excessive no delivery alarms noted.